Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Device appears to be under-sensing on atrial lead and appears to result in inappropriate atrial pacing. Appears potential atrial under sensing triggering device classified false termination of at/af event(s) at times. Atrial lead sensitivity programmed to most sensitive at 0.15 mv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5182929.